Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedances and loss of paresthesia was not determined, though it was thought that the falls led to this.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2007 product type lead product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2007 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-nov-18. The patient called back reporting that their ins had stopped working several years ago - at least 5 years ago when the lead "broke". The pt stated they never had the lead replaced. When they tried to connect to the ins using the programmer, they saw the poor communication screen. The pt requested MRI compatibility information and stated they had other mris in the past. The pt was told to have the hcp call in for MRI guidelines. The issue was not resolved and the pt was redirected to their doctor to further address this issue.

Manufacturer narrative:
Product event summary #pli 30: evaluation determined that investigation is needed because it was reported that there was high impedances, patient lost stim and had multiple falls. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the high impedances and loss of stimulation remains unknown. The relationship of the falls and the effect they had on the device or therapy remains unknown. Continuation of d10: product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2007, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the doctor confirmed that the lead had physically broken. The doctor found this out when they had an x-ray and scan. They had told the doctor that their pain had increased, and they did not use the stimulator anymore. The doctor sent the patient to another doctor that puts stimulators in to see if the patient wanted to have the lead replaced or removed. The patient has not decided what to do yet. The cause of the lead break was unknown. The cause of the poor communication screen was that the ins was too old. Both the ins and controller were from (B)(6) 2007. The patient reported that the ins was still not working. The issue was not resolved.

Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there was high impedances on 0-7, 8, 9, 10, and 15. The rep reported that the patient had multiple falls that could have led to the issue. The rep reported that they reprogrammed the right lead and gave the patient the coverage she desired. The rep also reported that the patient quit feeling paresthesia about a month or so after her ins replacement on (B)(6) 2016. The rep reported that the issue was resolved at the time of the report. No further complications were reported.